Event description:
The mother of the patient stated that the patient received a dka diagnosis, but that the patient discharged himself without completing the three day insulin drip. The patient stated that he felt he could not breathe, that he could not walk and that he vomited. The reporter stated that the patient added that he felt like someone was squeezing his lungs and that his blood had acid in it.